Manufacturer narrative:
The device was returned for evaluation regarding a header anomaly and the field event could not be confirmed. The cause of the field event remains undetermined as there were no set screw anomalies and lead bore gauges were within specification. The device was revealed to be normal.

Event description:
During a device replacement procedure, the right ventricular (rv) lead would not insert and connect to the header of the new device. The device was replaced and the procedure was completed and the patient was stable.